Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that radio frequency telemetry could not be established on the implantable cardioverter defibrillator. No intervention was performed. The patient would continue to be monitored.